Event description:
The report stated they were performing a tracheostomy procedure with the pt having an endotracheal tube and on a ventilator. While finishing up the procedure, they were cauterizing around the opening when there was a spark and a fire at the opening. It was put out with a 4x4 gauze and some chest hair singed. There was no harm to the pt. They were using conmed disposables.

Manufacturer narrative:
The device was tested, met specification and functioned normally. In the memory log there was an error code that is a known issue addressed by an upgrade and unrelated to the reported incident. An error code stops all output of the generator. The site has been sent a dvd on or fire safety and a copy of an on-line covidien lp hot-line bulletin on or fire safety.